Event description:
Administrator reported pump infusing after the bag was empty and pump did not alarm. It was also reported there was air in the line. Pump was stopped before air infused into patient. Nurse noticed pump sounded different and noticed air was passing through the sensor without any alarm. There was no noticeable physical damage to pump. The medication being infused was saline. Rate: 1100ml, volume: 1000ml (1 liter bag), over 1 hr. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.